Event description:
A report was received that the patient underwent a revision due to discomfort at ipg site. The physician relocated the ipg and nothing was implanted or explanted. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a revision due to discomfort at ipg site. The physician relocated the ipg and nothing was implanted or explanted. The patient is reportedly doing well following the procedure.